Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their device system removed due to infection. No further information was reported at this time. Additional information has been requested and, if available, will be reported in a follow-up report.